Event description:
It was reported that the patient had their leads replaced in 2006. The leads were replaced due to lead failure.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). The indication for use included post laminectomy pain and failed back syndrome. The hcp reported, the patient has not had stimulation for two months, and lately has had trouble with intermittent stimulation. No event precipitated the loss of stimulation, though it was suspected that it was due to bad lead. The ins was checked, and the battery was ok with no power on reset (por). The device was programmed using electrodes 3(-) and case(+), at 3.4v, 450usec, and 45hz. An impedance check was conducted with case positive at 4.0v, and electrodes 1 and 3 were >4000ohms, and electrodes 0 and 2 were each in the 2,2xx range. They attempted to program around the high impedance and increased amplitude, but the patient continued to not feel stimulation. It was thought that patient would probably need to go to a doctor to look at doing a revision.

Manufacturer narrative:
Concomitant products: product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, product type lead; product ID 3586, serial # (B)(4), implanted: (B)(6) 1990, product type lead. (B)(4).